Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the right ventricular lead exhibited noise which could be reproduced. The lead exhibited a auto polarity switch in march and at the visit and the patient experienced pocket stimulation. The device was successfully reprogrammed and the patient would continue to be monitored.